Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, inventory reports do not match the inventory amount that is actually in the station. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the inventory reports did not match the actual inventory amount in pyxis. The field service engineer (fse) confirmed the ip address and shut down the station. The fse replaced the hard drive and logged into the application and attempted a data synchronization, which failed. The fse adjusted the network speed and completed the data synchronization with the technical support team. The fse discovered that medications had been dropped from the station. The station had dropped from the server into retry mode. The technical support specialist (tsc) worked to resolve the retry error. Medication pockets were corrected and added back into inventory. The station entered retry mode again, rebooted the station into the application and confirmed that the station was working properly. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, inventory reports do not match the inventory amount that is actually in the station. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.